Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the jaws did not open smoothly during use and then the jaws became not to be opened and closed. Another device was used to complete the case. There were no adverse consequences to the patient.